Event description:
Customer complaint alleges "doctor found tube cracked upon connected, patient was not involved."

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The double swivel valve assembly consisting of the tracheal swivel valve, bronchial swivel valve and wye connector were also returned. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the bronchial side of the swivel valve was broken. The reported complaint of "tube damaged upon open package" is confirmed based on the sample received. The connector on the bronchial side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 80 samples were taken from the current production; the samples were visually inspected and issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint alleges "doctor found tube cracked upon connected, patient was not involved."